Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection. It was reported that the patient had scabs all over the legs from picking and also picked on the incision site that cause the infection. There were no additional adverse patient effects reported. The rv lead was explanted.